Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to bacteremia that lead to system infection. Additional information received from a healthcare personnel (hcp) indicates that the patient also had endocarditis, tachycardia and shortness of breath. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to bacteremia that lead to system infection. Additional information received from a healthcare personnel (hcp) indicates that the patient also had endocarditis, tachycardia and shortness of breath. There were no additional adverse patient effects reported. The ICD was explanted.